Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 200 to 400 mg/dl. Patient's current blood glucose value: over 200 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer experienced no symptoms. The customer was treated with manual injections and pump. The insulin pump passed self test. Customer declined to check their settings. The device is not expected to be returned for analysis.